Manufacturer narrative:
The valve has been returned in (B)(4) 2005. Analysis has to be done. See sanned page.

Event description:
This polaris adjustable pressure valve was implanted to a pt in (B)(6). The implantation depth was less than 10 mm from the skin. In early (B)(6), the neurosurgeon attempted to decrease the setting pressure of the valve to 330 mmh2o ( or 230 mmh2o) with an adjustment magnet and a pressure selector, in vain. He replaced the valve with another spv-400 in (B)(6). He succeeded in changing the pressure of the explanted valve.